Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination due to the patient¿s visual impairment. Additionally, the pdrn stated the event was unrelated to the utilization of any fresenius device(s) or product(s), and the patient¿s transition to hd therapy was drive by patient choice. Corynebacterium species belong to the normal flora of the skin. Based on the information available, the liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient with end stage renal disease (esrd) on continuous cyclic peritoneal for renal replacement therapy (rrt) was hospitalized on for peritonitis. Upon follow up, the pdrn confirmed the patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 for peritonitis. The pdrn stated the patient requires assistance to properly perform continuous cyclic peritoneal dialysis, as they are vision impaired and wheelchair bound. The daughter is reportedly supposed to assist the patient initiating ccpd therapy, however lately she has been unavailable (specifics unknown). The patient was seen in the outpatient dialysis clinic on (B)(6) 2019 for complaints of cloudy peritoneal effluent fluid and abdominal pain. Peritoneal effluent fluid cultures were collected, and the patient was prescribed a prophylactic antibiotic (drug not provided). However, the patient was unhappy with the outpatient dialysis clinic¿s peritonitis protocol and admitted herself to the hospital later the same day. Peritoneal effluent fluid cultures were collected and returned positive for gram positive - corynebacterium (species not provided). No peritoneal effluent cell count was performed. The patient was treated with intravenous (IV) vancomycin 1 gram daily with good effect. The pdrn stated the cause of the peritonitis was touch contamination due to the patient¿s vision impairment, which is supported by the cultured organism. The patient transitioned to hemodialysis (hd) therapy during the hospitalization, as the patient felt they could no longer safely perform pd therapy at home. The patient has recovered from the event and continues to undergo hd therapy without issue. The pdrn stated the events were unrelated to the utilization of the liberty cycler set and/or any fresenius device(s) or product(s). Additional information about the hospitalization was requested but not provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.